Event description:
In 2009, pt's mother reported they have noticed the pt has been experiencing elevated readings and air bubbles in the infusion tubing with the last batch of infusion sets. Mother stated this has been ongoing for 2 - 3 months. Mother reports pt uses a competitor's infusion device. Mother reported the connection from the infusion device to the infusion tubing is secure but not overly tightened. Mother stated when they noticed the elevated readings, they changed just the infusion tubing and the readings improved. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Mother reported there are no air bubbles in the insulin cartridge and they have no infusion sets to return. Product was replaced.

Manufacturer narrative:
No product will be returned for evaluation.